Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a severely calcified lesion with stenosis, the lesion was predilated but the stent could not cross. The stent dislodged while been withdrawn. The patient is ok after the surgery.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ stent embolism (dislodgement); patient¿s condition affected effectiveness of device (lesion morphology) ¿stenosis and severe calcification. (No results available since no evaluation performed) - device or procedural images not provided for review; none (no device received for evaluation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿stenosis and severe calcification. Inherent risk of procedure ¿ stent embolism (dislodgement); unable to confirm complaint - device or procedural images not provided for review. (B)(4).